Manufacturer narrative:
It was reported that the emt likely hurt their back, specific details regarding the injury were not available. It was confirmed that the emt is on workers compensation and did see a doctor.

Event description:
It was reported that the crew was loading a patient whose weight was (B)(6) lbs into the ambulance. While they were loading the patient, the arms of the powerload came up and started lifting the cot, and the legs of the powerpro cot began to retract. At that point, the crew alleged that the arms of the powerload started to lower and the cot began to lean down. In order to prevent the patient from sliding down, a crew member allegedly attempted to hold the cot up and the emt was injured. The transport was ultimately successful and there was no injury to the patient or delay in treatment.

Manufacturer narrative:
The weight of the patient was identified to be a possible contributing factor. The weight of the patient combined with the cot and accessories could have exceeded the safe working load of the powerload which is 870lb. Further information on the emt injury was not provided.

Event description:
It was reported that the crew was loading a patient whose weight was (B)(6) into the ambulance. While they were loading the patient, the arms of the powerload came up and started lifting the cot, and the legs of the powerpro cot began to retract. At that point, the crew alleged that the arms of the powerload started to lower and the cot began to lean down. In order to prevent the patient from sliding down, a crew member allegedly attempted to hold the cot up and the emt was injured. The transport was ultimately successful and there was no injury to the patient or delay in treatment.